Event description:
The customer reported that on (B)(6) 2011 erroneous low creatine kinase (ck) results were generated from an olympus au5400 clinical chemistry analyzer for seven patients. The erroneous ck results were reported outside of the laboratory. It is unknown as to whether there were deaths, serious injuries or modifications to patient treatments associated with the erroneous ck results. Upon test repeat, the ck repeat results were higher and considered valid. Amended reports were issued. The original ck results were all generated toward the end of the shift. Quality control results did not meet customer established specifications after the event. This prompted the laboratory staff to repeat previously generated results. It was at this time that the original erroneous ck results were discovered. No specific patient results, sample handling/collection information, additional system performance information or actual patient results were provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) verified instrument alignments, mixer paddle condition, wash nozzle operation, probe wash water volume, syringe condition, and cuvette condition. The fse replaced the r2 syringe because it felt worn and had visible deterioration. The fse performed a quality control and precision assessment after the repair. Precision and accuracy results were acceptable. Upon completion of the necessary and verified repairs, the instrument was returned into service.